Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device indicated elective replacement indicator (eri) after only one year. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed battery depletion indicated/elective replacement indicator, and measurement system lockup. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) std review - battery depletion indicated/eri (B)(4) measurement system lockup.